Manufacturer narrative:
Na

Event description:
It has been reported that a revision surgery was performed due to suspected poly wear. During surgery, it appeared that the primary tibial insert component had disassociated from the primary tibial baseplate. All knee components were revised.